Event description:
It was reported that during a low anterior resection procedure, the staples were visible but most did not form properly at all. A like device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. After further inspection, it was noted that the guide face was detached from the device and was protruding from the casing. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the guide face was detached from the casing it is possible that there was not sufficient adhesive applied, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.